Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. A pairing with (B)(6) device was performed and passed a review of the downloaded receiver log did not confirmed the reported event of loss of connection. The problem is not confirmed because the share log contains nothing related to the customer complaint a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/08/2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.